Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d10. The device was returned to the factory for evaluation on 11/25/2024. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact clear insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "electrical /electronic property problem" were not confirmed. The lot # 3000429344 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure material twisted/ bent wire are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that when they activated the vasoview hemopro 2 fired for 1 or 2 seconds, then it deactivated, stopped and beeped. They observed a wire had delaminated. They swapped out the cords but was still the same, so they used another device to complete.